Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation, the coating of the subject guidewire came off and "bits" were floating in the water while the device was soaking in the bowl. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing; therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during preparation, the coating of the subject guidewire came off and "bits" were floating in the water while the device was soaking in the bowl. There was no patient involvement.